Event description:
It was reported by service report that the bed had no power, and was stuck in the lowest height; the scale could not be read; the power cord was damaged, and the motion interrupt pan was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Damaged power cord. Missing motion interrupt pan.